Event description:
According to the reporter, during a procedure, when the surgeon was ready to fire with the reload, during firing, the powered stapler partially fired and returned to neutral position. After that, the user found the component of reload broke. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egia45amt, egia45amt egia 45 artic med thick sulu (lot#n4a2191y); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.